Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before the start of surgery, two beads from a shim were noted to be missing. The issue was identified during setup prior to the procedure commencing. There was no patient involvement. It was reported that no additional information is available.